Manufacturer narrative:
Model #: the following products were used in the surgery: product ID: 55840005545, qty: 6, UDI#: (B)(4). Product ID: 55840005540, qty: 2, UDI#: (B)(4). Product ID: 5540030, qty: 12, UDI#: (B)(4). Product ID: 1553201090, qty: 2, UDI#: (B)(4). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with stiffening of vertebrae of the thoracic spine; and underwent dorsal spondylodesis at t7-t10 and decompression at t7-t8 and t8-t9 left. Shortly after the surgery in the ward, the connector of the redon tube was detached for more than 1 hour and the tube to the wound was exposed. On (B)(6) 2019, the patient was discharged. On the first night after discharge, the patient developed high fever of 39.4 degree celsius. The patient was admitted to the emergency room in the evening of (B)(6) 2019 with post-operative infection, increased inflammatory values and high fever (above 39 degree celsius). Wound looked normal from outside. Wound examination was performed on (B)(6) 2019, in which the infection was confirmed. Staphylococcus aureus was detected. 14 days inpatient intravenous antibiotics therapy was provided and the patient underwent subsequent antibiotics therapy for 10 weeks at home. Allegedly, the patient had large wound edema, delayed healing process due to infection and deteriorated general condition, which resulted in psychological stress and restriction in everyday life. Long term patient impact could not be assessed at this point of time. The product remains implanted inside the patient.